Event description:
It was reported the patient had an increase in seizures prior to her generator replacement on (B)(6) 2010. Attempts for additional relevant information have been unsuccessful to date.